Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient has repeated fibrin reaction which is removed with yag laser every 6 months. The lens was implanted in 2004. Additional information has been requested but no new information has been received.